Event description:
Boston scientific received information that tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy. Additional information was received that tachycardia therapy was programmed off for an ablation procedure. Tachycardia therapy was accidentally left as programmed off post procedure. Tachycardia therapy was programmed back on at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.